Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made. The allergist has been provided with a sample mesh for reactivity testing. At this time the reactivity testing has not been completed. Allergic reaction is identified in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records is not possible. If/when the test results are provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that the patient underwent the implant of a bard ventralight st mesh on (B)(6) 2012. As reported the patient has developed systemic "complications" with the mesh that are suspected, to be a reaction to the mesh.

Manufacturer narrative:
This is an addendum to the initial emdr to document the results of the reactivity testing. Additionally to note a correction to the information that was initially submitted the date should have been documented as (B)(6) 2017. As reported by the patient's allergist the results of the reativity testing were negative for a reaction to the bard ventralight st mesh. Based on this feedback we have concluded that the reported patient condition was not due to the bard mesh used to repair the hernia in 2012.